Event description:
The consumer's family member reported that the patient needed to find a health care professional (hcp) that could remove the implant. The patient was not able to use the implant and it was causing the patient pain. The patient fell in the bath tub and they were hoping the fall did not do something to the implant to cause the patient pain. The patient's catheter was over-running and the patient had to be taken to the emergency room (ER) where they discovered the patient had a compression fractured of the t12 and l6. The patient needed an MRI but could not have one due to implant. The MRI was not related to the device/ therapy. There was an appointment with the previous managing hcp to remove the implant but it was canceled. The patient was in a rehab facility. Additional information from the consumer's family member reported that the patient lost their balance and fell but it was not related to the device or therapy. However, the patient was in a lot of pain after the fall they were afraid she ruptured the device in her body. The patient suffered from leg pain (neuropathy) and back pain because the fall caused the fracture in the patient's back. The device had been off for a long time but there was no time frame provided. The patient felt overstimulation sensation at some point but it was unknown what happened. The reporter indicated that the patient never really used the device as it provided therapy for a while after implant but the patient did not understand how to use the programmer. After reprogramming by a nurse, the patient felt the overstimulation and ended up turning the device off and self cathing. The patient was going to have the device removed as she was not actively using the therapy. She needed to recover from the fall and get stronger before surgery. The reporter did not feel like the device was malfunctioning, stimulation was just up too high. It was also noted that the ER trip was not related to the device. The device had not been checked by the physician after the fall. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.